Event description:
Audible alarm faulty. The customer service engineer (cse) inspected the device and determined that the wires leading from the alarm assembly were damaged. The cse removed and replaced the alarm assembly. The unit passed extended self testing. It was not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.